Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the image of the rigid video scope turns color every 5 minutes and eventually turns green during unspecified procedure involving an olympus rigid video laparoscope. There was no patient injury reported.